Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, the patient stated that she experienced a hypoglycemic event where she could not talk. As a result, she fell, could not get up and had cuts and bruises on her face as well as a swollen nose. The patient stated her husband was home with her during the event. The cgm had reportedly been reading accurately and was displaying 60 mg/dl; however, it did not alert and provide a sound. The patient stated that had she heard the alert, she could have made treatment decisions immediately. There was no information about treatment for the hypoglycemic event. At the time of the report the patient was fine. The product was expired, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e0122 movement disorder diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). H1 type of reportable event - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.